Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 8cm powerglide pro rt midline catheter assembly. The sample was received with the catheter advanced and the safety mechanism engaged. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the catheter. Complete breaks were observed in both the coil and core wires. A longitudinally aligned split was observed in the catheter, approximately 1.5cm from the distal tip. Microscopic inspection of the needle revealed mechanical damage along the proximal edge of the bevel. Inspection of the core wire break site revealed a granular fracture surface with one region of increased luster. Curved shape memory was observed in the vicinity of the break. Inspection of the catheter split revealed a sharply defined irregular fracture surface. The fracture surface exhibited a glossy fracture surface. The wire break features and needle bevel damage were consistent with guidewire retraction against the needle bevel, likely at a sharp insertion angle. The catheter fracture features were consistent with perforation by the introducer needle tip. This can occur if the catheter is retracted against the needle and if the needle is further advanced following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of redu0649 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide pro rt midline catheter sheared or broke. 11/8/2019- additional information received stated, "catheter was inserted with no noticeable resistance. Threaded guidewire and catheter and it went fine. Tried to aspirate and got no blood return. Tried to flush and could not flush. Pulled catheter out of patient and the guidewire had broken off somehow and was inside the catheter."